Event description:
It was reported that on an unknown date, a patient had tibial nail inserted. Patient reported pain 1 year post tibial nail surgery. The surgeon wants to verify that there is not a fragment from the suprapatella instrumentation in the patient knee. Patient was referred to another surgeon for further examination. Original implant date unknown. A revision surgery occurred (B)(6), 2023 where the 5.0 screw was removed to dynamize the nail. On (B)(6), 2024, an exploration surgery occurred of the knee and the tip of a suprapatella trocar (03.043.012s) was successfully removed. This report is for the post operative pain reported in (B)(6) 2023. This report is for one unknown screw for (B)(4). (B)(4) is linked to(B)(4) and captures the trocar event.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. E1: initial reporter is j&j company representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.